Event description:
It was reported that the patient did not use therapy for a long time because they did not need it, but they started using it again about 6 months ago. Therapy worked up until 2 months ago, at which time they made an appointment to be seen. The patient saw a manufacturer representative in their health care provider¿s (hcp¿s) office and was reprogrammed in (B)(6) 2015. The manufacturer representative used the patient¿s programmer and their programmer. Now the patient experienced a loss or change of therapy and did not feel stimulation. The patient had no therapeutic effect and it was a gradual change in therapy. The patient had no symptom control and had to catheterize 3 times a day. The patient could turn it up to 7 and feel it and in an hour they felt nothing. It was unknown if stimulation was on as the patient lost their patient programmer and the issue was not resolved. There were no medical procedures, emi, trauma, or falls that could be related to the issue. No troubleshooting, interventions, or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received from the patient reported that the step taken to resolve the issue was that stimulation was reprogrammed and set at 5. Any stimulation sensation was lost in 2 to 3 hours. The patient was legally blind and could lose things easily. The patient wanted to know how to receive a new controller.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID 3093-28, lot# v302550, implanted: (B)(6) 2009, product type: lead. Product ID neu_unknown_prog, product type: programmer, physician. (B)(4).